Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Root cause remains undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Renfree, kevin et al. ¿cost utility analysis of reverse total shoulder arthroplasty". Reference journal article attached. (2013) 22, 1656-1661. The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Initial reporter: - the article was written by kevin j. Renfree, steven j. Hattrup, and yu-hui h. Chang. The complaint device is not expected for return currently, but a supplemental medwatch 3500a will be submitted upon receipt of additional information.

Event description:
It was reported in a journal article that 3 patients presented with acromial fractures, which were all treated successfully without surgery. Attempts have been made to obtain additional information and further information is not available at this time.